Event description:
Our rep is reporting to us that during an arthroscopic rotator cuff repair on a male patient with good to average bone quality, the surgeon had some issues with the deployment of 2 healix advanced knotless br 4.75mm anchors with orthocord that resulted in a 30-45 minute delay to the surgery. The surgeon prepped the bone hole with the purple awl, and then somewhat detached the sutures of the healix from the ¿ring cleats¿ and somewhat removed the stay suture and then successfully deployed and secured the 1st anchor medially. The same preparation for the 2nd anchor to be placed laterally; however, upon deployment, the surgeon applied pressure to facilitate suturing; the anchor broke and was removed from the body. A 3rd anchor was employed to deploy into the same bone hole, with the same technique and the same negative results, this anchor was removed from the body. The placement of a 4th anchor into the same bone hole was successful; however, the surgeon did not tension the suture. The procedure was completed successfully without further issue or harm to the patient. Only fragments of the devices in existence, nothing being returned. Also see associated MDR 1221934-2013-00197.

Manufacturer narrative:
Fifty-nine days have passed since this issue was reported to mitek, and to date, nothing has been received for evaluation. Also, no lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device¿s failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.